Event description:
Patient implant on (B)(6) 2008 of a 28-26-140bl bifurcated device. A 2 year post operative follow up revealed a proximal type I endoleak. The physician believed the endoleak was caused by air bag trauma suffered during a recent car accident. On (B)(6) 2010, the patient was treated with an 34 mm aortic extension which corrected the endoleak.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. It is unknown if the patient anatomy met the criteria for indications for use. Endoleaks are a known risk of the procedure. No conclusion can be drawn.